Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was contamination on a component on the ca board. The root cause for the contamination of the component was an ingress of an unknown liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing.